Event description:
It was reported that during a vats wedge resection procedure, the device cut on the distal end without stapling. It stapled at the proximal end of the cut line. They made an incision for another port and used another device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.